Manufacturer narrative:
Evaluation results: failure to follow instructions (IFU recommends to use by the use by date noted on the package). Shelf life exceeded. No results available since no evaluation performed (no device returned for evaluation). No device received for evaluation. Evaluation conclusion: no device failure. User error contributed to event instructions (IFU recommends to use by the use by date noted on the package). (B)(4).

Event description:
It was reported that a 2.25mm diameter x 30mm length endeavor stent was implanted approximately 11 days post the labeled expiry date. No patient injury or other sequelae were reported.